Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Caller attempted various solutions with the original equipment and a different wall adapter, but the issue persisted until a non-tandem charging cable was used, which resolved the charging problem. Tandem technical support informed the caller about the usage of third-party charging supplies and arranged to send a replacement tandem charging cable via two-day shipping. There was no need for further assistance as the pump began charging successfully.